Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user awakened with hyperglycemia in the 300s after running out of insulin overnight, then replaced supplies and reconnected to the ilet; the user sought guidance on whether the pump would reduce glucose without a meal announcement, received troubleshooting and education, and understood to avoid announcing a meal unless eating. Symptoms included hyperglycemia without associated clinical symptoms. Outcomes included no medical intervention, no hospitalization, no backup therapy, and no ketone testing. Investigation included complaint intake review and user education regarding device operation and dosing behavior. Investigation of this case revealed user misunderstanding that the device had stopped dosing and required education on system function, with no alerts or alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user not following instructions and use error.